Event description:
It was reported that inappropriate therapy due to undersensing was observed. X-ray revealed lead dislodgement. The physician believes the dislodgement was due to a false fixation at the sleeve of the lead. No lead damage was noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.